Event description:
It was reported that a user experienced elevated blood glucose of 272 mg/dl after an infusion set change, and during troubleshooting it was identified that the blue needle guard had not been removed from the inset, resulting in an infusion set deployed incorrectly or an infusion set connector not attached correctly; the user then performed a site-only change and insulin delivery was resumed as usual. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with restoration of insulin delivery. Investigation included user interview and device use review. Investigation of this case revealed user setup error with the needle guard remaining in place, consistent with an infusion set deployment issue affecting the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and setup error.